Event description:
It was reported that following implant of the pulse generator, the device was found to be operating in backup vvi mode. A device firmware download restored the device. No patient symptoms were reported.